Event description:
The advocate stated that the canadian customer tested his blood glucose and received readings of "lo" and 1.3 mmol/l (23 mg/dl) using his contour link meter. He retested using another meter and received readings of 15 or 17 mmol/l (270 and 306 mg/dl). The difference between these readings fall in the "d" zone of the parkes error grid, making the difference clinically significant. On another occasion, the customer received a reading of 1.3 mmol/l (23 mg/dl) using his contour link. He retested with his other meter and received readings of 11 or 12 mmol/l (198 and 216 mg/dl). The difference between that set of readings falls in the "c" zone of the parkes error grid. No adverse events were alleged. The meter and test strips are to be returned for evaluation. Replacement products were sent to the customer.